Event description:
The customer observed a burning smell, smoke and visible flame near the induction heater inside the ARCHITECT i2000SR Processing Module. The customer stated error "5900 Step loss detected in (reagent inner carousel motor). / (B)(6) 2026 / 15:57:52" was generated just as the ARCHITECT i2000SR Processing Module stopped.The customer stated there was a burning smell and smoke, followed by a visible flame near the induction heater.The fire had been extinguished and there were no injuries or other damage.The fire was contained within the unit. The smoke spread outside the unit, and the odor spread throughout the lab.Service inspected the cables around the induction heater, RV loader and STAT pipettor, and confirmed that they were normal. The control module, induction heater part was damaged with black soot deposits and was replaced. Additionally, the sample probe was replaced, pipettor calibrated, and probe/wash stations were cleaned. Normal operation and absence of errors confirmed via start-up and induction heater checks. Control measurements were taken, generating normal range results, and the system was operating normally. No injury was reported.

Event description:
THE CUSTOMER OBSERVED A BURNING SMELL, SMOKE AND VISIBLE FLAME NEAR THE INDUCTION HEATER INSIDE THE ARCHITECT I2000SR PROCESSING MODULE. THE CUSTOMER STATED ERROR "5900 STEP LOSS DETECTED IN (REAGENT INNER CAROUSEL MOTOR). / 06/11/2026 / 15:57:52" WAS GENERATED JUST AS THE ARCHITECT I2000SR PROCESSING MODULE STOPPED. THE CUSTOMER STATED THERE WAS A BURNING SMELL AND SMOKE, FOLLOWED BY A VISIBLE FLAME NEAR THE INDUCTION HEATER. THE FIRE HAD BEEN EXTINGUISHED AND THERE WERE NO INJURIES OR OTHER DAMAGE. THE FIRE WAS CONTAINED WITHIN THE UNIT. THE SMOKE SPREAD OUTSIDE THE UNIT, AND THE ODOR SPREAD THROUGHOUT THE LAB. SERVICE INSPECTED THE CABLES AROUND THE INDUCTION HEATER, RV LOADER AND STAT PIPETTOR, AND CONFIRMED THAT THEY WERE NORMAL. THE CONTROL MODULE, INDUCTION HEATER PART WAS DAMAGED WITH BLACK SOOT DEPOSITS AND WAS REPLACED. ADDITIONALLY, THE SAMPLE PROBE WAS REPLACED, PIPETTOR CALIBRATED, AND PROBE/WASH STATIONS WERE CLEANED. NORMAL OPERATION AND ABSENCE OF ERRORS CONFIRMED VIA START-UP AND INDUCTION HEATER CHECKS. CONTROL MEASUREMENTS WERE TAKEN, GENERATING NORMAL RANGE RESULTS, AND THE SYSTEM WAS OPERATING NORMALLY. NO INJURY WAS REPORTED.

Manufacturer narrative:
SECTION A PATIENT INFORMATION: THERE WAS NO PATIENT INVOLVED IN EVENT. AN EVALUATION IS IN PROCESS. A FOLLOW-UP REPORT WILL BE SUBMITTED WHEN THE EVALUATION IS COMPLETE.

Manufacturer narrative:
The customer reported that the ARCHITECT i2000SR serial number ISR63415, generated error codes 5900 (step loss detected in the reagent inner carousel motor) and 8002 Low battery voltage, after which the instrument stopped operating. At that time, the customer observed a burning odor, smoke, and a visible flame approximately 7 cm in size originating near the Induction Heater Control Module. The fire was extinguished after the operator powered off the instrument and did not require additional equipment to extinguish the flame. No injuries or patient impact were reported.Field Service inspection indicated the induction heating assembly was installed April 2021. The thermal event was contained to the right side of the processing module with black soot deposits observed on and around the Control Module, Induction Heater (7-30110229-03), with additional soot contamination noted on the right-side interior surfaces, STAT pipettor, RV loader, R2 pipettor, and front top panel of the instrument.Troubleshooting activities included visual inspection of the cables associated with the induction heater controller, card cage, PM power supply, and the Induction Heater Tank-Washcup Assembly. Service actions included replacement of the Control Module, Induction Heater (7-30110229-03), replacement of the sample probe, pipettor calibration, and cleaning of the probe/wash station. Startup testing, induction heater checks, and control measurements confirmed normal operation, acceptable control results, and successful restoration of the system. The issue was resolved following replacement of the Control Module, Induction Heater (7-30110229-03).A review of the instrument service history identified no additional service or complaint tickets involving smoke or fire for serial ISR63415 and no related events that may have contributed to the occurrence.A review was performed for any trends and all customer complaints received for this issue. The review of this data did not identify increased complaint activity for the ARCHITECT i2000SR or the complaint issue. Device history record review did not identify any non-conformances or deviations with the complaint issue.Additionally, labeling was reviewed and found to be adequate for the complaint issue.The 2025 UL Certification Memo indicates that Abbott Diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The observed fire was limited to ARCHITECT i2000SR.Based on the available information no product deficiency of the ARCHITECT i2000SR, list number 03M74-01, was identified.